Manufacturer narrative:
The peritonitis occurred on an unspecified date in december2022. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. On an unreported date, the patient was treated with an unspecified anti-inflammatory drug for the event. The cause, patient hospitalization and patient outcome were not reported. Peritoneal dialysis was continued during the treatment. No additional information was provided as the reporter declined follow-up.